Event description:
Health care professional reported that during implant, he noted a loop of suture (base suture) present on the inflow of the sewing ring. He tacked the suture down using 7-0 prolene suture, but the suture broke and he elected to abandon the valve and replaced with another hk ii valve. There was no adverse effects to the pt and the valve was returned for analysis.